Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the sensor. Customer reported that sensor glucose level and blood glucose levels was usually more then 100 point's difference. Customer states he calibrates and gets "blood glucose" alert an hour later. He also gets weak signal even when wearing the device on the same side. Customer stated his blood glucose was at 400 mg/dl then it dropped to 43 mg/dl, sensor was reading 78 mg/dl. Current blood glucose was 265 mg/dl and sensor was 267 mg/dl with one down arrow. Alarm and possible causes were explained to the customer. Radio frequency icon was solid; customer was advised sensor and the device are communicating. No further information provided.